Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow stated the error message "m-temp" accompanied profound burning smell during patient treatment. The patient was immediately clamped out and the customer changed the device. No harm to the patient reported. (B)(4).

Manufacturer narrative:
(B)(4). Investigation cannot be started as no information from ssu or hospital is available. And the device is still not released by the customer. A trend search on material rotaflow drive and failure "m temp" has been performed on 2017-09-13 and one additional complaint was found. At complaint (B)(4) the failure was an out of box failure. Based on the information at this time no systemic issue can be assumed. According to the ssu the complaint is related to the complaint (B)(4). The only information reported was that an error "m temp" occurred. No further details regarding the error were provided. Also no analysis could be determined if there were any previous mdrs related to this reported incident. More follow will be made for the return of the device. At this time, no further actions can be taken until the device has been returned and investigated. A request has been made for the return of the device on 22-03-2017. But according to ssu the device is not released by the customer. It will be shipped as soon the device is released. The last request if the device is already send back to germany for investigation was on 2017-08-29 with the outcome that the device is still not released by the customer. As the requested information and the device for further investigation has not been received yet, this complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).